Event description:
A report was received that during a lead revision procedure, the patient experienced severe pain in her right foot. It is likely the nerve may have been touched during the procedure, causing the patient the pain. The patient later developed atrial fibrillation and has since had an increase in blood sugar and pressure. The patient's right leg pain has since deceased.